Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years ten months of post deployment, a computed tomography (CT) abdomen and pelvis with contrast showed that there was a grade 3 perforation of the 12 o¿ clock strut to the duodenum and grade 2 perforation of the 3 o¿ clock strut was 0.48 cm. Coronal images showed 5.60 degrees of tilt and sagittal images showed 6.47 degrees of tilt. The apex of the filter did not touch the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with extensive multi-organ trauma, sub-arachnoid hemorrhage, long term immobility and unable to anticoagulate. Approximately four years and ten months post filter deployment, a computed tomography (CT) abdomen and pelvis with contrast revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.